Event description:
A malfunction alarm was reported without any notable events prior to its occurrence. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer. The customer was instructed to use an alternate form of insulin delivery and was provided with instructions on returning the malfunctioning pump to avoid additional charges. Additionally, the customer acknowledged the need to program their settings and connect their cgm to the new pump.